Event description:
It was reported that the patient was experiencing trouble charging the implantable pulse generator (ipg). The patient underwent ipg replacement procedure. Patient was doing well postoperatively. Sales representative was unable to return the device as it was disposed of by the facility.